Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's rep regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the physician reported an event that occurred 15 years ago. The implanted device became infected, and both the device and lead were removed. This resolved the issue and no further sequalae developed. The patient was a female in her 70's, but their name and device serial number were unknown.